Event description:
New information received noted that there were several episodes of ventricular lead noise and one episode triggered inappropriate anti-tachycardia pacing. The physician suspected that insulation damage was causing the noise, but there were no obvious abrasions on the lead. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, three episodes of noise were noted on the right ventricular lead. The patient would continue to be monitored. The patient was in stable condition.